Manufacturer narrative:
E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is not responding. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
H11: per good faith effort (gfe) response received 07/10/2023, it was confirmed that the touchscreen was recalibrated, not replaced. The manufacturer's product support engineer (pse) recalibrated the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.